Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 47 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.